Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: world j gastroenterol 2014 september 21; 20(35): 12696-12700; doi: 10.3748/wjg.v20.i35.12696. [(B)(4)].

Event description:
It was reported via journal article: "title: successful surgical strategy in a late case of boerhaave¿s syndrome". Author: gang shen, ying chai, guo-fei zhang. Citation: world j gastroenterol 2014 september 21; 20(35): 12696-12700; doi: 10.3748/wjg.v20.i35.12696. This study aimed to present a (B)(6) male patient with boerhaaave¿s syndrome confirmed by the result of the gastrografin swallow which showed free extravasation of contrast from the left posterolateral aspect of the distal esophagus just above the level of the hiatus. This patient undergo thoracotomy and the patient had direct esophageal repair using mersilk sutures. The patient had drainage series and nutritional support via feeding jejunostomy. On pod10, a gastrografin swallow showed a small leak in the repair site. Full jejunostomy feeding and drainage were continued. 10 days later, repeat gastrografin swallow showed free flow of contrast from the esophagus into the stomach without any leakage. The patient was discharged at pod25 and 1-year follow-up was uneventful. Adequate surgical drainage and nutritional support are the mainstay of treatment in all patients with boerhaave¿s perforation. This treatment strategy is safe and technically feasible. And appears to be promising as an alternative approach for the treatment of patients with late boerhaave¿s perforation.